Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported that the cgm was reading high and kept going up to 400 after calibrations while the blood glucose meter was reading in the 180-300 mg/dl range. The patient reported taking a prescription pain medication which may have contained acetaminophen, but the patient did not confirm. Acetaminophen use with cgm is contraindicated, as acetaminophen containing products may falsely raise sensor glucose readings. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.